Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had insulin flow blocked. The customer blood glucose level was 260 mg/dl at the time of incident and the current blood glucose level was 395 mg/dl. Customer was able to perform high pressure test at that time. Troubleshooting was performed, repeated the high pressure test, the result was insulin flow blocked. The product will not be returned for analysis.